Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5059651.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and unknown mesh was implanted. Months later, hernia reoccurred. The doctor opined that the mesh moved and had to to repair it from outside. The mesh was not removed. It was also reported that the patient underwent five surgeries and still experienced the pain and stomach pain. The patient underwent removal of outer mesh, not inner. Additional information has been requested.